Event description:
Ous MDR - after an implantation time of about 50 months, oversensing was reported. The lead was exchanged and returned to biotronik for analysis. No deterioration of the patient¿s state of health was reported.

Manufacturer narrative:
The lead was only available in fragments. All parts of the lead were returned for analysis. During the analysis of the fragments, it was noted that the insulation of the lead body was massively damaged by squashing approximately 36 cm distal of the connector pin. The inner conductor coil showed a conductor fracture in this area. This damage manifestation can with high probability be regarded the cause for the clinical complaint. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. Further damage at the lead was probably caused by the explantation. There were no indications of material defects or manufacturing errors.